Event description:
It was reported that the patient underwent an initial surgery in 2006 which consisted of a sling procedure and pelvic floor repair, for treatment of a stage three cystorectocele and a vaginal cuff prolaps. Postoperatively, the patient's cystorectocele was reduced to a stage one. The patient's progress was monitored postoperatively and she continued to feel pressure in the vaginal area. The decision was made by a second surgeon to perform a second pelvic floor reconstructive surgery (anterior and posterior colporrhaphy with bilateral sacrospinous ligament fixation followed by anal sphincteroplasty), which took place five mos later. After the completion of this surgery the patient complained of stress urinary incontinence and dyspareunia. No further medical or surgical intervention has been planned or carried out.

Manufacturer narrative:
H-6 conclusion code: medical review indicates that dyspareunia and incontinence are the two most common complications from pelvic floor reconstruction procedure. Painful intercourse is usually caused by post-operative vagina narrowing or distention. Incontinence can be a result of increased urethra motility after the correction of cystocele.